Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs'), genital haemorrhage ('excessive bleeding') and device breakage ('devices were inert, they internally separate or fracture into pieces') in an adult female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "makes surgical removal extremely difficult". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), allergy to metals ("allergic reactions with the nickel"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (bilateral salpingectomy to remove essure (B)(6)2019 and operative hysteroscopy, dilat curettage, rollerball endometrial ablation (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, device breakage, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: events occurred almost immediately after essure insertion. Plaintiff's pain, disability, hospitalization, surgery were caused solely by essure diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2020: with dilation and curettage and rollerball endometrial ablation. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs'), genital haemorrhage ('excessive bleeding') and device breakage ('devices were inert, they internally separate or fracture into pieces') in an adult female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "makes surgical removal extremely difficult". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), allergy to metals ("allergic reactions with the nickel"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2019 and hysteroscopy, dilation and curettage, rollerball endometrial ablation on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, device breakage, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: events occurred almost immediately after essure insertion. Plaintiff's pain, disability, hospitalization, surgery were caused solely by essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2020: with dilation and curettage and rollerball endometrial ablation. Lot number: d40622, UDI: (B)(4), manufacture date: 2014-12, and expiration date: 2017-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-mar-2022: quality safety evaluation of product technical complaint (ptc). Upon internal review, the seriousness criterion disability was added. On 28-feb-2022: ptc number. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes'), perforation ('perforation of other organs'), genital haemorrhage ('excessive bleeding') and device breakage ('devices were inert, they internally separate or fracture into pieces') in an adult female patient who had essure (batch no. D40622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "makes surgical removal extremely difficult". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), allergy to metals ("allergic reactions with the nickel"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2019 and hysteroscopy, dilation and curettage, rollerball endometrial ablation on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, device breakage, pelvic pain, abdominal pain, pregnancy with contraceptive device, back pain, allergy to metals, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device breakage, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: events occurred almost immediately after essure insertion. Plaintiff's pain, disability, hospitalization, surgery were caused solely by essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2020: with dilation and curettage and rollerball endometrial ablation. Lot number: d40622. UDI: (B)(4). Manufacture date: 2014-12. Expiration date: 2017-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.